Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter/kidney performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 120 watt console with settings of 0.2 joules and 80 hertz. According to the complainant, during the procedure and outside the patient, the laser fiber broke during use and burned the nurse's middle finger. The nurse's middle finger was treated with an ointment and band-aid. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the tip was slightly degraded. The fiber was returned broken into two pieces. The first piece measured approximately 116.3 cm from the top of the connector to the break. The second piece measured approximately 200 cm from the break which includes the entire distal tip. There was light char at the break indicating that the fiber broke while in use. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter/kidney performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 120 watt console with settings of 0.2 joules and 80 hertz. According to the complainant, during the procedure and outside the patient, the laser fiber broke during use and burned the nurse's middle finger. The nurse's middle finger was treated with an ointment and band-aid. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.